Event description:
It was reported to boston scientific corporation that a capio slim was used during a rectocele repair procedure. According to the complainant, during the procedure, the capio carrier got stuck in the cage and was unable to retract. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4) for the reported event of carrier unable to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.